Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6)2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code 1504 captures the reportable investigation result of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage was found on the catheter of the device. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section on the body of the balloon. This failure is likely due to factors or conditions related to procedure, such as lesion characteristics, handling of the device, the technique used by the physician, and/or normal procedural difficulties, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. Block h11: correction: block h10 (investigation results).

Event description:
Boston scientific corporation received an unauthorized return of a cre rx biliary dilatation balloon. It was found that the balloon had a pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Investigation results: a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage was found on the catheter of the device. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section on the body of the balloon. This failure is likely due to factors or conditions related to procedure, such as lesion characteristics, handling of the device, the technique used by the physician, and/or normal procedural difficulties, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
Boston scientific corporation received an unauthorized return of a cre rx biliary dilatation balloon. It was found that the balloon had a pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.